Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface to stack flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present, as well as a white/grey display upon boot-up.  A white display is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary.  The customer also advised that the device would beep continuously. There was no patient use associated with the reported event.